Event description:
Patient complained of pain in the pocket, md revised pocket to place same device deeper. Normal lead and device function. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.